Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was tested using olympus test equipment; device was tested on as received condition, revealed tissue build up on the device. The teflon pad had normal wear, no metal exposure. Probe check could not be performed due to broken probe unit. Error code u509 was observed. The distal end was inspected under a microscope and found the probe unit is detached /missing; missing portion of the probe unit was not returned.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of probe damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during total laparoscopic hysterectomy procedure the probe broke off inside the patient. The procedure was completed using another thunderbeat device. Furthermore, olympus was informed that broken probe was retrieved successfully using non-olympus graspers. There was no damage to the teflon pad and no metal was exposure. The event occurred at the end of the procedure while the doctor cut/coag using the device. No medical or surgical intervention was needed. The device was inspected prior to use and no abnormalities were observed. There was no patient injury reported.